Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure using a conformable gore® tag® thoracic endoprosthesis (tgu/404015j/13727196) for a thoracic aortic aneurysm repair. Left subclavian artery coiling and debranching(unspecified) were performed. The patient tolerated the procedure. Any adverse events were reported. On (B)(6) 2015, the patient was in good physical health. After that, the patient expired without complaining about pain. An autopsy revealed typea retrograde dissection from proximal ctag to aortic root and cardiac tamponade. There was no time for administrating emergency medical treatment. No further information was obtained.

Manufacturer narrative:
Report type corrected to death. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to branch vessel occlusion or obstruction, dissection and death.